Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: please clarify what is meant by the, ¿ligature was found slipped.¿ the surgeon who performed the second surgery said it was very odd and that the tissue around the ligature seemed "different" the ligature itself had slipped off. Did the suture break post-operatively? Yes, the dog had recovered and then seemed to worsen after about 2 hours. Did the suture knots untie post-operatively? I don't think so. It almost seemed to have been described to me as if the know was still tight, but that the tissue itself was no longer present as you would expect. Did the suture absorb pre-maturely? No. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an ovariohysterectomy animal procedure on (B)(6) 2018 and a suture was used. The suture broke post-operatively.